Event description:
Same case as: 2134265-2014-06487, 2134265-2014-06489. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view an unspecified target lesion. During a percutaneous coronary intervention (pci) procedure, the physician attempted to do pullback but automatic pullback failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).